Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue as not registering helium. No harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported, the cardiosave intra-aortic balloon pump (iabp) was not registering helium. No harm reported.

Manufacturer narrative:
Updated fields : b4, b5, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes , investigation conclusions),h11. Corrected field : h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported the external tank was completely empty and not fully secured to the high-pressure regulator. The fse took another helium take and installed it properly. The unit passed all pm, safety, calibration, and functionality checks to factory specifications.